Event description:
It was reported that during a hysterectomy procedure, the blade tip broke when it was cleaned. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 06/05/2008. Info anticipated, but unavailable at this time.